Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient developed a rash at the sensor insertion site. They went to the doctor and was advised that they had an allergic reaction to the adhesive that resulted in an infection. The patient was given a prescription mupirocin 2% ointment and betamethasone 6% percent cream. At the time of contact, the skin irritation was clearing up. No additional patient or event information is available.